Event description:
The ltv 1000 ventilator alarmed and was reading power loss. It appeared to be running on battery. Verified all connections and led panel showed power was restored. After nurse left room, vent alarmed again. It was found that the power cord retaining device did not securely hold the power cord in place, even though it appeared at first that it did. Please note that the ventilator and battery back up system functioned appropriately. The fault had to do with the power cord not making adequate contact due to the retaining device. The clip is no longer available from the manufacturer.pt's o-2 sat had dropped to 58%, quickly came back up, no harm to pt.

Event description:
The ltv 1000 ventilator alarmed and was reading power loss. It appeared to be running on battery. Verified all connections and led panel showed power was restored. After nurse left room, vent alarmed again. It was found that the power cord retaining device did not securely hold the power cord in place, even though it appeared at first that it did. Please note that the ventilator and battery back up system functioned appropriately. The fault had to do with the power cord not making adequate contact due to the retaining device. The clip is no longer available from the manufacturer.pt's o-2 sat had dropped to 58%, quickly came back up, no harm to pt.